Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the products nor lot numbers for these products is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of tingling of extremity in a (B)(6) female pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care profession has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (formulation (B)(4)). On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced tingling of extremity, leg numbness and leg paralysis. This case was assessed as medically serious by gsk. At the time of reporting, the events were resolved. The consumer began using super poligrip about a year ago and reports that the events of tingling in hands, tingling in feet, and numbness of legs began about a year ago also. She reports that the tingling in her hands and fingers has improved, but he numbness in her legs was worsened to the point of occasionally not being able to move them.